Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior. Leak test and microscopic analysis was performed which identified: crease smooth opening, brown biological tissue and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is an opening crease smooth on posterior due to fold flaw opening.

Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.